Manufacturer narrative:
The reported failures of evt_prox_press_railed_low and pressure verification proximal: difference are accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for these failures are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failures in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h32565873b965 review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo, japan device was returned to the manufacturer for evaluation. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation, error evt_prox_press_railed_low (error code 217) was found in the device error code log and it failed the pressure verification proximal: difference test step. The system printed circuit assembly (pca) board was replaced to address this error code and failed test step. Additionally, the service technician performed final testing, battery check, valve check, run in tests, and cleaning; then confirmed the unit operated properly. The software version was also upgraded to 1.06.15.00.